Event description:
The customer initially called to report an error alarm on the insulin pump. During troubleshooting, the customer found that insulin had leaked from the reservoir into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.